Manufacturer narrative:
(B)(4).

Event description:
An uneventful pump replacement was noted on (B)(6) 2013. There were no problems at the six week follow-up. The patient contacted the pain clinic complaining of a crucial alarm going off. Interrogation of the device revealed a number of motor stalls. The patient was admitted to the hospital for investigation of the issue, and a prolonged motor stall was noted. As it seemed that the pump was not functioning, and the patient was initially well, it was decided to fill the pump with saline and monitor the situation. The day after the pump was filled with saline, the patient exhibited symptoms of acute opioid withdrawal. The patient was then commenced on fentanyl patches, stabilized, and was sent home. The patient had elected to have another pump implanted, and they were ¿booked¿ for removal and replacement on (B)(6) 2013. It was later reported that the medications infused were morphine, clonidine, and ropivacaine. The patient did not have any symptoms until the pump was filled with saline. Then he had the usual symptoms of opioid withdrawal including a runny nose, abdominal cramping, sweating, and restlessness. No diagnostics were performed on the pump besides the log interrogation. Prior to explant, the pump was stalled without recovery. The patient was recovering from the pump replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.